Event description:
User alleges they noticed catheter had been torn upon removal. Resistance was met during insertion of the catheter, so removed the needle and catheter together. Removing them out of the pt, the dr found that the catheter tip had been torn. The catheter tip remaining in the body is not removed considering the risks for the pt. No adverse outcome to pt. Event occurred at hosp.